Event description:
The manufacturer received an allegation that a remstar heated humidifier device left a burn mark on the tabletop while in use. There was no report of harm or injury. The manufacturer has yet to received the device for evaluation. A follow-up report will be submitted when the investigation is completed.